Event description:
This product has been returned and analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed calcified body fluid (calcification) on the distal and proximal shocking coils, and on the lead tip. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected. The shock impedance allegation was confirmed by the calcification. The allegation of the ventricular tachycardia that could not be converted, was not confirmed. The returned segments measured resistances failed, as the high voltage cable was pulled apart at the lead removal procedure.

Event description:
It was reported that a non-invasive programmed stimulation (nips) test was performed, due to right ventricular (rv) lead shock impedances being greater than 125 ohms. During the test, the implantable cardioverter defibrillator (ICD) failed to convert the rhythm, at 41 joules. The rv lead and ICD were subsequently removed and replaced. The ICD was returned for analysis and passed all testing. This product has been returned. This report will be updated upon analysis completion.